Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Myopotential testing was performed and atrial oversensing was noted which could be reproduced with some arm movements and pacemaker mediated tachycardia events. The device was reprogrammed and the atrial lead resumed normal lead function. The patient was asymptomatic and would be monitored remotely.